Event description:
It was reported that a thrombus occurred. Three days pre index procedure, the patient discontinued oral anticoagulant medication. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). Prior to the transeptal puncture the patient was administered heparin. The closure device was deployed and heparin was discontinued. The closure device was recaptured for repositioning and heparin was again administered. The closure device was redeployed and after meeting release criteria was successfully implanted. The was withdrawn from the left atrium and a thrombus was observed on the threaded insert of the closure device. Protamine was withheld and the administration of intravenous heparin was completed. During recovery the patient was given a double dosage of eliquis. One day post procedure, a transthoracic echocardiogram showed no presence of thrombus. No patient complications were reported.